Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted.

Event description:
Medtronic received a report where it was alleged that cuff leak after intubation. It was reported that the pin hole was found on the tip of the cuff. Follow up efforts are being made to gather additional information related to the reported event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was noticed the cuff deflated after seconds. A visual inspection was performed and it was observed the cuff had a small cut. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that cuff leak after intubation. It was reported that the pin hole was found on the tip of the cuff.